Manufacturer narrative:
Pt identifier and weight have not been made available. A ge healthcare field engineer visited the customer site on (B)(4) 2011 and extracted logs from the cic. He tested the devices involved by simulating alarm and all devices correctly activated alarms as expected. A review of the logs shows the patient's bed was admitted to telemetry monitoring at 12:41 on (B)(6) 2011. Multiple warning and crisis alarms for bradycardia, low heart rate, pause, and asystole clinical events were issued at the cic during the time of the event from 13:08 through 13:18 (reported time of death). No interaction to silence these alarms is indicated until an additional system alarm for a loss of telemetry was issued at 13:36, which was silenced at 13:38. This was observed as only telemetry monitoring. There is no indication in the log info of the reported dash monitor being admitted into combo monitoring mode for this pt. Add'l review of the records show no combo monitoring mode admits for any pt for the two days covered by the logs provided for evaluation. A dash monitor, if not admitted in combo monitoring mode, would not be expected to receive, display, nor alarm from the telemetry based ECG data. The user did not admit the pt correctly into combo monitoring mode. Ge healthcare is reviewing the instructions for use on proper set up for combo monitoring mode. The involved systems functioned as designed.

Event description:
A site reported that hospital staff did not notice that a pt being monitored on telemetry was experiencing critical cardiac events resulting in the patient's death. Pt was admitted on (B)(6) 2011 at 12:30 and died at 13:18. The nurse responsible for monitoring the pt was using a wireless dash 3000 as a remote alarm station on her cart while making her rounds. The pt was monitored with telemetry reporting to a clinical info center (cic). The nurse reported that the dash 3000 did not alarm during the event and that no one was at the cic to observe if the system alarmed.